Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/22/2021. H6: investigation: a device history review was conducted for lot number 2095616. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was reviewed by our team of quality engineers. After subjecting the device to microscopic inspection, they were unable to identify any damage that could have manifested because of the raw material, and microscopic analysis of the broken edge of the catheter tubing was able to identify characteristics that are consistent with excess tensile stress being applied to the tubing. Functional testing of the retained samples indicates the lot in question met product requirements for both tensile resistance and x-ray selection. Based on the observations made by our quality engineers we are unable to associate this nonconformance with the manufacturing process.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y broke. The following information was provided by the initial reporter: the catheter tube of pegasus was broken, the front part was inside the patient's body with the length of 6~7 mm, during the first b-ultrasonic examination, the broken catheter tube could be seen, but after 20 minutes later the catheter tube couldn't be detected by the second b-ultrasonic examination. This was happened in the emergency department, and it was at 6 pm, on (B)(6), customer demanded the quality testing report, since there was no development in the b-ultrasonic examination result, and this product should show image under the b-ultrasonic examination, so they also needed the report of development. Received sales representative update on 2021-03-29: event description update as follows: according to customer feedback, b-ultrasound/x-ray examination of patients with broken tubes was conducted directly at the bedside without image report. 2021-3-22: received an update from the sales representative, and the description of the incident was updated as follows: the broken catheter tube occurred at around 9pm on (B)(6). The patient received an infusion at 6pm more than in the emergency department of the hospital. The infusion site was the elbow and there was no agitation during the period. A broken tube was found when the needle was withdrawn at about 9 pm, and the length was about 7 mm. The hospital performed a b-ultrasound examination as soon as possible. A string-shaped foreign matter was found above the puncture site and communicated with the patient about the operation. However, the patient was worried about scars during the operation. Therefore, no relevant removal measures have been taken. The b-ultrasound was performed again at an interval of about 20 minutes, and the x-ray examination did not find the specific location of the broken tube in the body. The patient has been discharged from the hospital that day, and has not yet undergone surgery to remove the tube. The customer has not responded to the relevant patient b-ultrasound data, and will give feedback as soon as it is received. As the hospital reported that the broken tube indwelling needle (22g y type domestic feima) was not developed under x-ray at that time, it hope that the factory can provide the relevant test report of the development technology of the product and the product quality test report of the sample as soon as possible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y broke. The following information was provided by the initial reporter: the catheter tube of pegasus was broken, the front part was inside the patient's body with the length of 6~7 mm, during the first b-ultrasonic examination, the broken catheter tube could be seen, but after 20 minutes later the catheter tube couldn't be detected by the second b-ultrasonic examination. This was happened in the emergency department, and it was at 6 pm, on match 17th, customer demanded the quality testing report, since there was no development in the b-ultrasonic examination result, and this product should show image under the b-ultrasonic examination, so they also needed the report of development. Received sales representative update on 2021-03-29, event description update as follows: according to customer feedback, b-ultrasound/x-ray examination of patients with broken tubes was conducted directly at the bedside without image report. 2021-3-22 received an update from the sales representative, and the description of the incident was updated as follows: the broken catheter tube occurred at around 9pm on march 17. The patient received an infusion at 6pm more than in the emergency department of the hospital. The infusion site was the elbow and there was no agitation during the period. A broken tube was found when the needle was withdrawn at about 9 pm, and the length was about 7 mm. The hospital performed a b-ultrasound examination as soon as possible. A string-shaped foreign matter was found above the puncture site and communicated with the patient about the operation. However, the patient was worried about scars during the operation. Therefore, no relevant removal measures have been taken. The b-ultrasound was performed again at an interval of about 20 minutes, and the x-ray examination did not find the specific location of the broken tube in the body. The patient has been discharged from the hospital that day, and has not yet undergone surgery to remove the tube. The customer has not responded to the relevant patient b-ultrasound data, and will give feedback as soon as it is received. As the hospital reported that the broken tube indwelling needle (22g y type domestic feima) was not developed under x-ray at that time, it hope that the factory can provide the relevant test report of the development technology of the product and the product quality test report of the sample as soon as possible.